Manufacturer narrative:
Catheter.

Event description:
A confirmed inflammatory mass was reported. The pt was experiencing paresthesia in the groin and left leg. Initially, the medication dose was decreased. The pump was later emptied and filled with saline. The pump was used to deliver morphine and bupivicaine. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.